Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a trial procedure. During the procedure, a cerebrospinal fluid leak occurred when the physician attempted place the lead intended for use. In turn, a blood patch was performed and the procedure was abandoned. The patient's issue has resolved.